Manufacturer narrative:
Preliminary analysis of the returned device did not reveal any anomaly.

Event description:
During a replacement procedure of the subject ICD for an elective replacement, they were unable to pace the patient at the time of implant with the new ICD. The physician attempted to reposition the lead, but they were unable to advance the stylet and the lead. The lead was not kept implanted (a complaint for the lead was created in a separate file). Finally, on (B)(4) 2015, the lead and the subject ICD were received. The lead complaint was reopened and a complaint was created for the device at this time. The subject ICD will be returned for analysis.

Event description:
During a replacement procedure of the subject ICD for an elective replacement, they were unable to pace the patient at the time of implant with the new ICD. The physician attempted to reposition the lead, but they were unable to advance the stylet and the lead. The lead was not kept implanted (a complaint for the lead was created in a separate file). Finally, on (B)(6) 2015, the lead and the subject ICD were received. The lead complaint was reopened and a complaint was created for the device at this time. The subject ICD will be returned for analysis.

Event description:
During a replacement procedure for an ICD, they were unable to pace the patient at the time of implant. The physician attempted to reposition the lead, but they were unable to advance the stylet and the lead. The lead (and the new ICD) were not implanted (a complaint for the lead was created in a separate file). Finally, on (B)(6) 2015, the lead and the ICD were received. The lead complaint was reopened and a complaint was created for the device at this time. The subject ICD will be returned for analysis.